Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported the sensors had calibration error alarms that led into change sensor alarms. Customer's blood glucose was unknown. Customer reported the gold wire on the sensor was broken. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.